Event description:
A surgeon reported having heard of a recent recall of vitrectomy probes that are used in pediatric cataract extraction procedures. There are four known cases that the recalled probes had been used in. Of those four cases, three of the cases appear to have a form of tass (toxic anterior segment syndrome) with prolonged postoperative inflammation. There was no evidence of endophthalmitis or hypopyon in any of the eyes. The fourth eye appeared to be having the typical postoperative course during the early postoperative period. All 4 cases were prophylactically treated with steroid and antibiotic drops every 2 hours postoperatively in order to minimize the chances of endophthalmitis once the site learned about the recall. Each case has been closely followed and the more inflamed eyes appear to be responding to the increased frequency of steroids and antibiotics. No additional procedures have been needed in any case yet as the inflammation has been clearing slowly. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. The probe has not yet been received for evaluation at this time. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. (B)(4).